Event description:
A site technologist reported a burning smell emitting from the magnet area after the last scan of the day was completed. The site indicated that there was no injury that occurred. The ge field engineer (fe) was able to reproduce the burning smell after performing various phantom scans. Further inspection of the system's rf body coil by the fe revealed evidence of carbon tracing and arcing around the surface mount capacitor.

Manufacturer narrative:
The ge field engineer (fe) was able to reproduce the burning smell after performing various phantom scans. Further inspection of the system's rf body coil by the fe revealed evidence of carbon tracing and arcing around the surface mount capacitor. The rf body coil was replaced. The fe verified that the coil was operating according to specifications. The bore covers are flame resistant and is ul94-v0 rated. The system's operator manual instructs the user to perform a system shutdown when a serious equipment fault is experienced. Additional investigation is ongoing.